Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04446. It was reported that the pt had fallen, but had caught herself during the fall. It was reported the pt had soreness at the ipg site, and it was sensitive to the touch. It was also reported there did not appear to be any signs of infection. The sjm rep met with the pt and determined the pt's lead had four invalid contacts. The pt reported she did not feel stimulation with the sys, and only felt stimulation in her arms. The physician had an x-ray performed and determined the lead may have moved. The pt was working closely with her physician. It was reported surgical intervention was a possible next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.